Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On may 13, 2008, the lay patient's mother contacted lifescan (lfs) alleging the patient's one touch ultra 2 meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist (mas) was unable to contact the mother to obtain additional information. The mother said the patient had been getting high readings all day on the day before, even though she was active at school. The cca noted readings of 339 and 594 mg/dl were verified in the reported meter memory; the reading times were not provided. Customer contact information on file indicates the patient takes insulin 4 times a day and self-adjusts the dose. No information regarding the patient's insulin dosage taken on the same day, was provided. The assumption is made that the patient may have adjusted her insulin regimen based on the reported meter readings. At night the same day, while at home, the patient reportedly continued to obtain high readings but claimed that she had low symptoms; she was shaky, soaking wet, couldn't speak, and was seizing. The cca noted the mother gave the patient orange juice, but the low symptoms persisted. At 11:59 pm, the mother took the patient to the ER where a result of 22 mg/dl was obtained on the ER meter. The patient was treated with IV glucose. The cca noted that the patient's testing technique was correct. The patient's products were replaced. The complaint is reported because the patient allegedly obtained inaccurately high readings on the lfs meter that did not correlate with her symptoms suggestive of hypoglycemia. The patient's mother claims the patient reportedly received a low blood glucose reading in the ER and was reportedly treated with IV glucose.